Manufacturer narrative:
Please retract this 3010215456-2015-29899. There is no complaint on this lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow up, several episodes of non sustained ventricular oversensing were discovered. The episodes were likely due to post paced t-wave oversensing and myopotentials. No shocks were given. Reprogramming was performed. The patient condition is stable.